Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
Correction: h6 clinical code, medical device problem code and component code.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 investigation conclusions.

Manufacturer narrative:
Pending investigation. H7: z-2117-2021.

Event description:
As part of the manufacturer's recall campaign, the patient presented for a check on the hip prosthesis implanted in 2018. The x-ray control showed a clear decentering of the prosthetic head and pronounced osteolysis in the acetabulum as a sign of premature wear of the inlay. This could be verified when the inlay was changed on (B)(6) 2023 to a vitd-hardened, specially approved inlay (novation xle neutral liner group 3, 36mm i.d. Ref 140-36-53, sn (B)(6)). As part of the replacement operation, in addition to replacing the inlay, the integrity of the acetabulum was determined, the cysts in the acetabulum were cured and sealed using allogeneic spongiosa, and the prosthesis head was replaced. Diagnosis that led to the implantation: primary coxarthrosis.